Manufacturer narrative:
Tapered screw vent implant (tsv4b8) was returned with a cover screw for investigation. Visual inspection of the as returned product identified bone residue but no sign of damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the drawing (pd-tsv4b8 rev. C) using a caliper (cal1334; calibration due: 25-sep-2020) verified that the implant was consistent with the design. The cover screw was able to assemble with the implant without issue as well. The implant was located at dental position #20 and was implanted for approximately one month. The patient was reported to have unknown density bone. The patient also presented with several patient impacts (abscess, bone loss, infection). An in depth clinical evaluation was provided on the per form as well. No other pre-existing patient conditions were noted in the per or in the complaint file. No x-rays were provided by the customer for the reported events (infection, bone loss). DHR review was completed for the subject lot number (64076780). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#3451) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (64076780) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection, bone loss) or for the reported device (tsv4b8). Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are medical condition events. The following sections have been updated: d4: unique identifier (UDI) number:(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsv4b8) was removed due to periimplantitis at tooth location 20.